Manufacturer narrative:
Device evaluation the preliminary inspection found the distal assembly was separated at the hinge. The cutter assembly was located (within the cutter window. The drive shaft was exposed at the area of separation. The housing assembly remined as part of one unit, held by the cutter assembly anchored within the cutter window of the housing. Both pins remained intact. The platinum iridium of housing was flared outward at the area of the separation indicating the device was subjected to excessive tensile force. No damage to the guidewire lumen was observed. No damage to the pet could be identified during inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone atherectomy device with a 6fr non-medtronic sheath and 0.014 non-medtronic guidewire during treatment of a 100mm calcified lesion in the patient¿s mid right superficial femoral artery (sfa). Slight vessel tortuosity and severe calcification are reported. Artery diameter reported as 5mm. Lesion exhibited 75% stenosis. IFU was followed. Vessel pre dilation was not performed. The device was passed into the sfa after flushing and prepping was completed. No resistance was felt during advancement. The flush port on the catheter handle was not reported to be damaged. The device was as advanced one time across the lesion. While cutting the device was making a strange noise. The device was removed for cleaning. Tip damage is reported. On removal from the patient, the device¿s nose cone was found to be detached and sliding forward. Separation did not occur at hinge pin. It is possible that the detachment occurred inside the patient but this information could not be confirmed as it could have happened at removal. The device was safely removed from the patient without intervention and all device components were accounted for. The cutter was retracted in the nose cone during device removal. The device was replaced to complete the procedure. No patient injury reported.